Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the anatomical structure the device was first fired upon that lead to the "leak"? Please confirm if this was leak or a bleed? How was the issue addressed? Can additional details be provided? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a patient had a leak after a procedure. Leak was bleeding from the cystic artery of the staple line. The patient is doing fine with no further issues.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. Additional information was requested and the following was obtained: the initial procedure was a cholecystectomy and the bleeding site per surgeon was from the staple line on a hepatic artery. What was the anatomical structure the device was first fired upon that lead to the "leak"? Bleeding from the staple line on the hepatic artery. Please confirm if this was leak or a bleed? This was a bleed. How was the issue addressed? Patient was brought back in to surgery and the staple line was slipped. The doctor stated that he could see the vessel pumping through the staple line.